Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received alarm which was generated when a power system error up was detected and this error does not prevent the pump from running. The customer¿s blood glucose level was unknown. Assisted with troubleshooting. The customer also reported that this was the second occurrence of this alarm. The customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with power error due to non-sleep anomaly software error.